Manufacturer narrative:
Follow up report indicated that the patient had recovered from the surgery. There is no report of impact or consequence to the patient. Nevro is awaiting the return of the device for analysis.

Event description:
It was reported to nevro that the insertion needle detached from the hub during the removal of the needle from the epidural space. The detached needle was retrieved with the forceps and the case was completed successfully.

Manufacturer narrative:
The device was returned and analyzed. The analysis confirmed the reported complaint that the needle was detached from the hub. Visual inspection of the returned device under high magnification indicated that the detachment was due to solder variation during manufacturing. There is no evidence that this is a lot related issue. Review of the manufacturing records indicated that this is also not a systemic issue. The risk analysis demonstrated that the likelihood of occurrence is remote and have minimal impact to patient's safety.